Manufacturer narrative:
The subject of this filing was uniquely designed for this patient's specific pathology by the prescribing physician. Surgeon indicated that he observed an infection and that the cage was subsequently explanted. Review of production records did not indicate any issues related to manufacturing that may have contributed to the event. No product was returned for evaluation.

Event description:
During post-operative check-ups by the surgeon, he observed an infection. The original surgery was performed on (B)(6) 2020. The custom cage was explanted. No further complications were reported to the manufacturer.